Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the received device shows an abrupt but consistent breakage. The breakage area cross section surfaces are smooth which confirms it as brittle fracture. A hardness test according to rockwell was performed on the returned item indicating the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to be user related. The appearance of breakage surface indicates towards an intense usage leading to a forced brittle fracture. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "t2phl was used in an orif for a proximal humerus fracture. Two drills were broken when drilling into the proximal screw hole using the target device. The tips of the drills were removed using pliers and was not retained in the patient."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "t2phl was used in an orif for a proximal humerus fracture. Two drills were broken when drilling into the proximal screw hole using the target device. The tips of the drills were removed using pliers and was not retained in the patient."